Event description:
It was reporter that during a ptca treatment procedure, the maverick2 monorail 20/1.5 mm balloon ruptured at eight atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the proximal circumflex coronary artery. The physician used a tonokura introducer sheath for vascular access. A launcher guide catheter and a athlete soft guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon of the same type to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.